Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary artery stenting treatment procedure, the 4.0x24mm liberte' monorail coronary stent delivery system would not cross the lesion. The lesion being treated was in the right coronary artery (rca). No complications were reported. Pt status reported as "stable". However, the returned product confirmed stent damage.

Manufacturer narrative:
The device was received with the product mandrel inserted through the wire lumen. No kinks were noted along the length of the shaft. An examination of the crimped stent found that a single stent strut was lifted approximately 11.5 mm distal to the proximal edge of the stent. No other damage was noted with this device. The root cause of the initial restrictions experienced by the physician during the attempts to cross the lesion is unk. The damage to the stent strut is consistent with the stent having got caught on a foreign object. This type of strut damage is most likely to have occurred during withdrawal rather than insertion. It is noted that the device could not have been packaged at the mfg site, if the stent was in this condition as the stent protector would not fit over the profile of the damaged stent. Review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.